Manufacturer narrative:
This part is not approved for use in the united states; however a like device, catalog # 1606200500, 510k # k131321; UDI#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphosis. Type of procedure: t8-s2 ai psf t8 hook below ps l4 pso, l2-3, l4-5, l5-s posterior lumbar interbody fusion (plif). Levels implanted: t8-s2ai. Device status reason : explanted-complete. Additional surgery performed: replacement of the rod. Mrc was used on 4 rods on both sides at l1-s2ai. It was reported that on post-operatively the rods on both sides were broken near l4. The device come in contact with the patient. No fragments were remained in patient. Health damage in the patient was reported. Replacement of the rods mrc was used on 4 rods on both sides at l1-s2ai. Due to which surgery was delayed by less than 60 minute. Patient was suffered with pain due to reported event.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Some damage and smearing noted on fracture surface. Fracture surface examination identified initial ratchet marks and gently progressive convex striations and beach marks emanating through the cross section of the rod until subsequent mechanical failure. Dimensional inspection of the o.d. Of the rods confirms conformance to print specification. After visual, microscopic and dimensional inspections, no evidence was found that would suggest a defect in manufacturing or processing of the rods. The above observations are consistent with failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.